Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that when the battery needed to be replaced, the pump lost memory. The customer stated that a temporary basal was not programmed before the unexpected alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No external ram crc error alarms were noted. However, the pump alarmed unexpected restart and loss of memory after battery change due to a faulty component on the interface board. The pump was received with minor scratches on the lcd window.